Event description:
It was reported that the healthcare provider (hcp) noticed that the two leads were not the same length. The mdt representative (rep) said he measured the longer lead and it was 42.75cm. The rep did not measure the shorter lead. The rep took a picture of the two leads. The hcp decided to implant both leads and completed the implant. No further issues were reported.

Manufacturer narrative:
Concomitant medical products: product ID: b3301542, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.